Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was unable to establish communication between his ipg and external devices. The sjm representative met with the patient and confirmed the issue. In addition, the patient's programmer reflected a communication error. Follow-up information revealed the patient had not recharged his ipg, as such, the device became inoperable. Subsequently, the patient underwent surgical intervention where the ipg was explanted and replaced with a different model. Surgical intervention resolved the reported issue.